Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they were having a difficult time removing the vessel sealer extended (vse) instrument from arm 3 in a case that started late 9:30 pm and concluded at 2 pm. It was mentioned to the robotic coordinator that the vse instrument in arm 3 was moving non intuitively. It was also mentioned they used the instrument release tool (irt) for removal of instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator stated the surgeon's name, and it was a colectomy procedure. The team threw away the instrument before reporting it, so she did not have a lot number.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extended instrument was moving non-intuitively, an investigation is currently in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video clip for the reported event was available for review. A log review for the vessel sealer extend instrument could not be performed because the lot # was not provided. Per the tableau report, there were 2 procedures on (B)(6) 2022, but none of them involved a vessel sealer extend instrument. The tableau report does show a procedure on (B)(6) 2022 that matches the surgeon's name and did use a vessel sealer extend instrument. A procedure log review was performed. Per the review, the following was confirmed: a right hemicolectomy was performed on (B)(4) on (B)(6) 2022. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.